Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in the mid left anterior descending artery, the physician noted that a marker could be seen on the .014 balance middleweight elite guide wire. The label indicates that the guide wire is without marker. The guide wire was used successfully in the procedure. There was no adverse patient effect or significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the guide wire was returned without blood or contrast visible. There was a bend in the distal shaping ribbon 3 millimeters (mm) proximal to the tip ball, likely due to tip shaping. There were offset intermediate coils 2 mm and 1 mm proximal to the proximal solder, possibly due to handling. The proximal solder was silver in color and 4.5 centimeters proximal to the tip ball. There was no other damage noted to the guide wire. Per description: for the non-marker version, tin/silver solder is used at the proximal end of the intermediate coil. The label has without marker on the pouch. The proximal wire identifier was attached to the coined end of the guide wire. Mislabeling can occur due to, but not limited to mix-up during manufacturing or product mix-up at the account or label printing error. It was confirmed that the guide wire was in fact without marker as indicated on the label. The labeling on the guide wire was confirmed to be correct as the guide wire was confirmed to be without marker. Manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser and inspects the guide wire pouch labels. Additionally, quality control performs on line reliability testing to verify product quality. A review of the lot history record for the reported lot revealed no nonconforming material records. Additionally, a query the complaint handling database for the reported lot was performed and revealed no other incidents for this lot. There is no indication to suggest a product quality deficiency.

Manufacturer narrative:
(B)(4). Scanning electron microscope imagining was performed and the guide wire was sent to fluro for futher evaluation and was confirmed to be without marker.